Event description:
It was reported that the patient presented to the hospital with low speed advisories and low flow alarms. Upon interrogation of the log files, pump stops were also found. The events occurred on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. The patient previously had their driveline repaired but was confirmed to still have a phase-to-phase short in the driveline.

Manufacturer narrative:
The previous driveline repair is addressed under MFR. #2916596-2022-00832. No additional information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that additional log files revealed further low flow events on 11may2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stop events were confirmed via the submitted log file data. Log files contained overlapping data spanning from 20feb2022 at 18:59:04 to 30mar2022 at 10:02:43, per the timestamps. Throughout the log file, estimated pump flow ranged from 1.2 to 8.3 liters per minute (lpm). Pump stop events were captured on 26feb2022, 12mar2022, 16mar2022 to 19mar2022, and 25mar2022 to 26mar2022, while the system was supported with batteries or the power module. Log file contained data spanning from 08apr2022 at 08:04:49 to 11may2022 at 10:45:52, per the timestamp. Throughout the log file, estimated pump flow ranged from 0.3 to 5.7 lpm. Pump stop events were captured on 18apr2022 and from 21apr2022 to 24apr2022, while the system was supported with batteries or the power module. Based on our complaint history and similarly reported events, the data captured in the log files is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the pump stop events cannot be conclusively determined through this investigation. The account communicated that the patient experienced pump stop events while supported with batteries/the power module and an ungrounded patient cable. The patient previously underwent an external driveline repair on 05feb2022 (manufacturer report number 2916596-2022-00832) and has a suspected phase to phase short. The patient¿s plan of care was to be determined and they remain ongoing on (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.